Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for h12c12039 and h12c27078 with no issues noted during the manufacturing process. There were no deviations from standard procedure. This complaint is not confirmed and the cause was not identified because no sample was returned to baxter, a batch review of related manufacturing records showed no related problems, and the reporter did not describe any types of use errors, product malfunctions, or other issues that might have caused potential contamination for this event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2012, a care giver contacted baxter and reported that her mother had passed away. Product surveillance contacted the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2012, in order to obtain additional information pertaining to this report of a homechoice patient's (hp) death. The pdrn stated that the hp had been diagnosed with peritonitis on (B)(6) 2012. The hp was treated with cefazolin and gentamycin (dose, route and frequencies not reported). The hp was then hospitalized with peritonitis on (B)(6) 2012. The cause of the peritonitis was unknown. Treatment in the hospital was unknown. Pd therapy was ongoing. On (B)(6) 2012, the hp passed away. The cause of death was respiratory arrest. The pdrn stated that she believed the respiratory arrest to be due to the peritonitis. An autopsy was not performed. It was unknown if a death certificate was available.